Manufacturer narrative:
Other components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 3.7 mg/ml of bupivacaine at 1.03 mg/day and 15 mg/ml of morphine at 4.189 mg/day and is currently receiving 10 mg/ml of bupivacaine at 9.990 mg/day and 15 mg/ml of morphine at 14.985 mg/day receiving via an implantable pump by simple continuous dosage for non-malignant pain and lumbar radiculopathy. On (B)(6) 2017, it was reported that, during the patient's refill on (b)(5) 2017, a drug dosage was programmed incorrectly. During the refill, the patient's primary drug (morphine) concentration was kept the same and the secondary drug (bupivacaine) concentration was changed. A bridge bolus was performed and the pump was updated before the patient was sent home. On (B)(6) 2017, the hcp noticed that the telemetry strips showed that there was a 258% increase in the daily dose change. It was confirmed that the daily dose of the morphine was accidentally programmed to 14.985 mg/day when it should have been kept at 4.189 mg/day. It was confirmed that the bridge bolus was correct and did not need to be updated. The hcp planned to bring the patient back to update the pump with the correct information. No symptoms were reported. Additional information was provided on 2017-jun-12. It was that the programmer serial number was unknown. The hcp also reported that the patient was brought in 30 minutes after the manufacturer was contacted and the dosage was corrected to the prescribed amount. As the patient was under the bridge bolus, they suffered no adverse effects and were reported as doing well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.